Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent a procedure with a carto 3 system. At the beginning of the procedure, there was body surface (bs) electrocardiogram (ECG) signal noise with the use of the carto 3 system. Extensive troubleshooting was performed, but the issue could not be resolved. The patient was connected to another system for monitoring. This ECG signal issue is not reportable, as the patient's heart rhythm was still visible to the operator when the signal noise occurred. Later in the procedure, a possible map shift was noted. The procedure was successfully completed without patient's consequence. Based on the event description and response received it could not be determined whether the workstation shut down on its own, or if it was shut down in attempt to troubleshoot a map shift. For this reason, a map shift is going to be conservatively reported, as no error message populated, and patient movement or cardioversion prior to the shift could not be determined. Such map shifts could potentially be caused by system malfunction, and there is a potential risk to patient.

Manufacturer narrative:
The additional information received from the biosense webster field service engineer clarified that the issue was not a "map shift" and instead clarified that the workstation crashed when the map projection in the map viewer was changed from lv to rv. The workstation reboot resolved the issue. Therefore, this issue has been reassessed as not reportable as the potential risk that it could cause or contribute to a death or serious deterioration in state of health was remote. Manufacturer's ref. No: (B)(4). It was reported that a heavy alternating-current noise occurred on the ECG signals. No problem with display of the four limbs. Troubleshooting could not improve the situation. Additional bs ECG cable was attached to the patient body and it was attached separately to the lab. The issue was resolved. It was also reported that when 30 ultrasound contours were created and 300 points were obtained, after 10 ablation points, the ¿workstation was force a shut-down when shifted the map to the rv.¿ reload was started and the procedure was continued. The biosense webster field service engineer reported that the noise issue was resolved when the system was rebooted. The biosense webster field service engineer offered the customer to use 2 independent leads for the carto and eprs systems. System is operational. The biosense webster field service engineer clarified the event description which stated, "the workstation was force a shut down when shifted the map to the rv". They meant to report that the "workstation was shut down when the left ventricle (lv) map view was switched to a right ventricle (rv) map view". It was not a "map shift". The workstation crashed when the map projection in the map viewer was changed from lv to rv. The workstation reboot resolved the issue. System is ready for use. The device history record (DHR) review was performed by the manufacturer and no anomalies, which are related to the reported issue, were noted in manufacturing or servicing of this equipment.